Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this is one of two related reports. This report represents the pump. Another report was submitted to represent the introducer. Refer to section h10 for the related report number.

Event description:
The user facility reported that there was difficulty to advance, arrhythmia, hematoma, hypotension, infection, and cardiogenic shock during impella cp patient support. There was severe aortic stenosis that caused some issues crossing with the impella, but the doctor was able to torque the impella to get it to cross the aortic valve. While on support, there was concern for a small hematoma proximal to the impella. A femostop was placed. An echocardiogram was performed and showed atrial flutter. One milligram per minute of amiodarone was started. The patient experienced refractory vasoplegia and was pan cultured. The patient was started on broad spectrum antibiotics. The clinical team suspected mixed distributive cardiogenic shock empirically covered with vancomycin which was transitioned to linezolid and piperacillin-tazobactam. Care was withdrawn and the patient expired.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. It was difficult to deliver since patient had severe stenosis along with difficult anatomy due to which the introducer bent and kinked most likely. The cause of the hematoma was unable to be determined due to insufficient clinical details. The cause of the injury was unable to be determined due to insufficient clinical details. Arrhythmia, infection: the cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.